Event description:
(B)(4). Daily 24/7 headaches, fatigue, painful sex during and after, chronic sinus infections, memory loss, mood changes, worsening depression, anxiety, insomnia, heart palpitations, heavy periods, bloating, uterus pain, weight gain.